Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the customer received multiple calibration errors (110e and 110f) after replacing the da pcb to correct calibration error 1106.